Event description:
It was reported that during preparation for a pta procedure, the catheter allegedly broke proximal to the balloon while removing the balloon guard and stylet. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found a complete break in the outer catheter shaft at the proximal balloon weld. Therefore, the investigation is confirmed for the reported break in the catheter. The inner guidewire lumen was noted to be intact. It is likely that difficulties while removing the balloon guard from the device resulted in the identified break. However, the definitive root cause for the reported break could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2021).

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a pta procedure, the catheter allegedly broke proximal to the balloon while removing the balloon guard and stylet. There was no patient contact.